Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2017. What is the lot number of the linx device? 14327. What was the sizing technique that was used? Sizing device was placed, a 13 b was chosen. Lxmc13. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Pulling and spasms. How severe was the dysphagia/odynophagia before intervention? Before implant, patient didn¿t have dysphagia prior to implant, per doctor¿s notes. Esophagram performed. Found significant delay in passing of barium tablet, although there wasn¿t a definite stricture seen, a mild gastrointestinal junction stricture must be considered. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Hiatal hernia repair with linx. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Has the dysphagia improved or resolved since the removal of the device? Device denies any new episodes of dysphagia. Was the device found in the correct position/geometry at the time of removal? No abnormalities were reported. Additional information received: patient identifiers: (B)(6). Patient weight: (B)(6) lb. Patient gender: female. Date of implant: (B)(6) 2017. Date of explant: (B)(6) 2019. Implanting physician: dr. (B)(6). Device size: 13 bead clasp. Lot: 14327. Pre-implant test: manometry, barium swallow, ph and egd egd/bravo 6/2/16: hiatal hernia found in cardia; bravo: demeester score day 1: 40.1, day 2: 67.6, day 3: 4.9, day 4: 0.6. Manometry: (B)(6) 2016: normal ues and les resting and residual pressure, normal peristalsis, normal impedance. Barium (B)(6) 2017: no e/o hiatal hernia, possible mild ge junction stricture. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? C/o pooling as spasms. Was the device found in the correct position/geometry at the time of removal? Was a replacement linx device used? No. The linx device was retained. Additional diagnostic testing or intervention performed prior to removal: egd (B)(6) 2018- dilation; bravo: demeester average score= 1.0. Egd (B)(6) 2019- dilation. Egd (B)(6) 2019- dilation. Esophagram: (B)(6) 2018 mild esophageal dysmotility. Esophagram (B)(6) 2019 distal esophageal dysmotility with semisolid and delayed emptying of materials from distal esophagus through linx.

Event description:
It was reported that the patient had a 13-bead clasp linx implant on an unknown date, due to acid reflux. The patient returned to the doctor and had an explant on (B)(6) 2019, due to dysphagia. The entire device was removed from the patient and a new linx device was not implanted. There were no notable observations. It is too soon to determine if the dysphagia has been resolved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 09/26/2019. The DHR for lot 14327 was reviewed. No ncs, reworks, or defects related to the complaint were found.